Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients mother that her son had problems with a pod back in january where he had to be hospitalized. This hospitalization was due to hyperglycemia. The patients mother stated that he had stayed there overnight. When mom removed the pod, the cannula was bent and they did not know that until they removed the pod. Mom thinks he had worn the pod for about 24 hours. She had left work to go home and to try to figure out what was going on with her son. The patients mother stated he had large ketones and that they looked like blood because they were thick. The patient was also vomiting. Before taking him to the hospital the mother had tried giving him sugar free juice but he vomited that and she tried to give him water and he vomited that as well. The patients mother stated that she changed out his pod and he was back at the stage when he was first diagnosed so nothing was helping so she rushed him to the hospital. At the hospital they gave him fluids, manual injections, and they monitored him and he had to stay overnight for this.